Event description:
The consumer reported she received burns from the use of a heating pad. The details of this event are unk. Burns of this nature are caused by the pt laying or leaning against the heating pad which is contrary to proper use instruction.